Manufacturer narrative:
Product event summary: analysis confirmed the reported event, two pins were bent in the plug. The negative atrium continuity tests were open due to a pin bent in the plug. Continuity from the bent pin to the negative atrium alligator clip was ok. All other continuity tests were ok.

Event description:
The cable was later returned.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the cable did not work when measuring thresholds during a device implant procedure. The cable is expected to be returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported that the cable did not work when measuring thresholds during a device implant procedure. The cable is expected to be returned to the manufacturer. No patient complications have been reported as a result of this event. It was further reported that the patient was pacemaker dependent.